Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet cardiopulmonary did not request the product as the failure is already known to the manufacturer. A review for the specific product has been performed and a similar complaint with a failure confirmed was found. The investigation results of this similar complaint are as follows: during visual inspection a crack on blood outlet connector of the oxygenator could be confirmed. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. Based on the received information and the previous investigation results the reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time. Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
"There was a crack in the connector/outlet of the oxygenator and the customer couldn't use it to attach the manifold." (B)(4).

Manufacturer narrative:
The product is not available for investigation; therefore no manufacturer laboratory investigation was possible. A DHR review was not possible as no product lot # was provided. A sap trend search was performed for p/n 70105.2797 relating to the failure crack in outlet connector and no similar complaint was found. A trackwise trend search was performed for p/n 70105.2797 relating to the failure crack in outlet connector and no similar complaint was found. Due to this information no systemic issue could be determined. According to the event description provided on 11/23/2016 the most probable cause of the crack was most likely a manifold the customer added onto the quadrox outlet. Based on this a confirmation of the failure is not possible.

Event description:
(B)(4).